Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by our austrian affiliates, during implant of a 29mm sapien 3 valve in aortic position, due to the tortuosity in the femoral tract, many attempts of pushing and pulling were made to align the valve on the center of the balloon. At the moment of valve deployment, the valve did not expand symmetrically, and the valve slipped off the balloon. The inflation time was not prolonged. The embolized valve was able to be positioned in the descending aorta and was left implanted there. A 26mm sapien 3 ultra valve was then chosen because of the heavy resistance when inflating the 29mm valve due to significant calcification in the native valve. The 26mm sapien 3 ultra valve was implanted successfully. After the withdrawal of the devices, no damage was observed in the sheath or the delivery system.

Manufacturer narrative:
A supplemental MDR is being submitted for a completion of the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h3, h6, h10. The product was returned; therefore, a product evaluation was completed. As the device was returned, visual inspection and functional testing were completed. Due to the nature of the complaint, no functional testing was able to be performed. The returned device was visually examined and the following was observed: kink on balloon shaft due to packaging. Gouges present on flex tip. Compression marks observed on flex shaft. Leakage observed between handle and balloon shaft when attempting to inflate the balloon. The handle of the commander delivery system was disassembled, and the following was observed: stop sleeve separated/ detached from balloon shaft. Procedural video was provided, and the following was observed: crimped valve was not within the valve alignment markers prior to valve deployment. Partially expanded valve was pushed toward aorta during balloon catheter inflation, resulting in asymmetrical valve expansion. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to'perform thv alignment. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. For delivery system leakage, this event reports a balloon leak on the commander delivery system that has not resulted in a patient harm or a device failure to perform its function. The malfunction reported in this case is already captured in edwards risk as a potential cause that may lead to difficulties inflating the balloon or withdrawing the delivery system in edwards' risk management system. These risks did not occur in this case. The potential harms associated with difficulties inflating the balloon or withdrawing the delivery system are procedural delay, percutaneous intervention, and/or surgical intervention. As no new risks or no new causes were identified, this event does not affect the risk as documented in the risk management file. The commander delivery system, s3, ce IFU was reviewed along with the procedural training manual. Potential adverse events include, 'mechanical failure of delivery system, and/or accessories, including balloon rupture and tip separation'. The training manual includes how to align the valve. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on how to'perform thv alignment. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint for valve not between alignment markers and deployed, delivery system leakage and gross alignment was confirmed based on evaluation of the returned device and provided imagery. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported 'the valve alignment was not possible in a straight section of the aorta due to the tortuosity in the femoral tract. Many attempts were made to align to push and pull the valve on the delivery system balloon but it was difficult to align the valve on the center of the balloon. At the moment of valve deployment, the valve did not expand symmetrically and the valve slipped of the balloon. The inflation time was not prolonged. The embolized valve could be positioned in the descendent aorta and was left implanted there. After the withdrawal of the devices'. For the gross alignment, valve alignment was performed in a non-straight section due to tortuous anatomy, which could have caused the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and 'dive' into the flex tip. The unseated thv likely resulted in higher-than-normal alignment forces creating high tension in the system, which could have consequentially lead to the reported valve alignment (gross alignment) difficulties. Per the training manual, 'if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary.' If the thv is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system which can consequentially lead to the gross alignment difficulties. The high push force and the excessive manipulation performed to overcome the resistance felt during alignment, could result in the separation/ detachment between stop sleeve and balloon shaft. Due to the separation, the delivery system was not possible to locked and the gross alignment was not able to performed correctly. A definite root cause is unable to be determined. However, available information suggests that procedural factors (excessive manipulation, high push force) and patient factors (tortuosity) may have contributed to the complaint event. For the valve not between alignment markers and deployed, per training manual, the user is instructed to check if the valve is between the valve alignment markers prior to thv deployment. In this case, the user decided to deploy the valve even though it was positioned off the markers, resulting in the reported aortic embolization of the thv and non-target deployment. A definite root cause is unable to be determined. However, available information suggests that use error (not following instructions) may have contributed to the complaint event. For delivery system leakage, evaluation of the returned delivery system revealed the stop sleeve separated/ detached from balloon shaft. The leakage originates from the separation/ detachment found between the balloon shaft and the stop sleeve. The lumen between the balloon shaft and guidewire lumen allows for a passageway for fluid to inflate the balloon. Although the balloon shaft is reinforced with a wire braiding, forces such as tension, compression or torquing the material can compromise the balloon shaft walls and result in a leak path as the delivery systems are 100% tested for leakage, this issue was undetected during preparation, it is likely that damage to the delivery system occurred during the procedure. The exact cause of the leak is unknown, however if the balloon shaft is pulled to the warning marker and locked, it can expose the proximal stop sleeve joint to potential bending or twisting. As such, it is possible that during gross alignment high push force and excessive manipulation was performed to overcome the resistance felt during alignment, causing the separation between the stop sleeve and balloon shaft.' Per the training manual: unlock, pull the balloon catheter straight back at the y-connector until part of the warning marker is visible and lock. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Check delivery system before valve alignment. If kinked, do not use. The warning marker indicates the balloon catheter is approaching a hard stop. Do not pull past the warning marker. A definite root cause is unable to be determined. However, available information suggests that procedural factors (excessive manipulation, high push force) may have contributed to the complaint event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.